Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded two ventricular tachycardia (vt) episodes for which anti-tachycardia pacing (atp) and shocks were delivered. The rhythm was converted in the first episode; however it was not converted in the second episode. Technical services (ts) was consulted and reviewed the reports with the clinician. This device remains in service. No adverse patient effects were reported.